Event description:
Three (3) times I have tested positive for the covid rapid test; 3 times I have asked for another test, immediately after, and received negative results. Just want to show that I have tested positive 3 times, and negative 3 times (with duplicate tests). FDA safety report ID# (B)(4).